Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed and analysis of the device memory indicated rv (right ventricular) undersensing information.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor was undersensing the patient's r-waves. The device has been reprogrammed to the most sensitive setting along with a decreased decay delay. The device remains in use and will be monitored possibly through manual transmissions so as not to have false episodes to review all the time. No patient complications have been reported as a result of this event.